Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperative the right ventricular (rv) lead displayed high thresholds. The patient experienced a cardiac tamponade from a perforation and a pericardiocentesis was completed. A computerized tomography (CT) scan is planned and a possible lead revision will be completed if needed. The lead currently remains in use. No further patient complications have been reported as a result of this event.